Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic following an alert that device rest has occurred via merlin.net noted by the nurse. All the parameters seem to have not changed since last visit. The issue has been resolved and it is unknown what interventions were performed to solve the issue. Patient was fine.

Event description:
New information received notes after the device reset, the corvue would not update. The device was confirmed to be functioning correctly but running on the wrong firmware version. It was suspected that the ram-rom switch must have occurred during the device reset. It was discussed patient will be brought into clinic to have the correct firmware be installed.